Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one reload and a photographic evaluation of one photograph. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. A visual inspection of the returned photo noted that it looked like it was a picture from the device manual, displaying a yellow swimlane. There was no device present in the picture. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopy and segmentectomy, on stapling the lung, the loading sequence and cycle of the reload was successfully done, they closed the reload on the lung tissue and pressed the fire button, the device started to fire, then stopped and would not continue. It was stated that about three lines of staples were fired. The handle showed a yellow error on reload. They opened the jaws and removed from the patient. They replaced with a new reload to complete the case. There was no patient injury.